Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude foley catheter customer was using did not completely seal, causing constant seepage for the entire month. Had to use two and only received one per month. Per customer via phone on 28jan2025, it was reported, he was told someone will be calling him to help troubleshoot the issues reported of the coude foley catheter customer was using did not completely seal, causing constant seepage for the entire month. Had to use two and only received one per month.

Event description:
It was reported that the coude foley catheter customer was using did not completely seal, causing constant seepage for the entire month. Had to use two and only received one per month.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.